Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: pang, h., chen, y., he, x., zeng, q., & ye, p. (2019). Selection of stents by calculation of arterial cross-sectional area in modified sandwich technique for complex aortoiliac arterial lesions. Annals of vascular surgery, 58, 108-114. Doi:10.1016/j.avsg.2018.10.039. [(B)(4)].

Event description:
It was reported in an article in the annals of the vascular surgery titled " selection of stents by calculation of arterial cross-sectional area in modified sandwich technique for complex aortoiliac arterial lesions " that in a prospective study of thirteen patients for endovascular repair with the modified sandwich technique, endoleaks were found in four patients one month after the treatment. Three endoleaks were disappeared spontaneously by three months post-procedure, however, endoleak type ib in the fourth patient with 2-cm overlap required an additional intervention of coil embolization. The patient status was not provided.